Event description:
The user experienced issues with low pt sodium recovery occurring sporadically for about 1.5 to 2 years for multiple pt samples as part of a blind study. The serum samples were in cryovials on top of 13 x 100 mm tubes. It was noted the user was freezing, thawing, vortexing and centrifuging the samples several times. The samples are for research, but the data can be used to make changes in the pt's treatment. The following pt data was provided which was discrepant. The unit of measure for sodium is mmol per l. The following samples were separate serum samples from the same pt. Sample 1 initial result was 122.1, repeat result on (B) (6) 2009 was 136.9 and on (B) (6) 2009 was 142.6. Sample 2 initial result was 115.2, repeat result on (B) (6) 2009 was 137.9 and on (B) (6) 2009 was 143.2. Sample 3 initial result was 124.7, repeat result on (B) (6) 2009 was 137.2 and on (B) (6) 2009 was 131.4. Sample 4 initial result was 125.3, repeat result on (B) (6) 2009 was 136.6 and on (B) (6) 2009 was 137.8. The results from 09/24/09 were reported. No treatment was based on the earlier results.

Manufacturer narrative:
Application and reagent issues were excluded. No product malfunction was observed. Sample carryover due to inappropriate sample preparation seems to be the most likely cause. Instrument within run precision is acceptable. No adverse events were reported.

Manufacturer narrative:
The investigation is ongoing. If add'l info is received, appropriate notification will be provided.

Event description:
The user stated they had erroneous results in a run of 300 serum samples the user stated they had erroneous results in a run of 300 serum samples the user stated they had erroneous results in a run of 300 serum samples the user stated they had erroneous results in a run of 300 serum samples that were discovered when doctors started calling in questioning that were discovered when doctors started calling in questioning that were discovered when doctors started calling in questioning that were discovered when doctors started calling in questioning results. The user repeated half of the 300 samples and stated 10% did results. The user repeated half of the 300 samples and stated 10% did results. The user repeated half of the 300 samples and stated 10% did results. The user repeated half of the 300 samples and stated 10% did not match the initial result. Of the data provided, the results for nine not match the initial result. Of the data provided, the results for nine not match the initial result. Of the data provided, the results for nine not match the initial result. Of the data provided, the results for nine samples were discrepant. All results are in miu per ml. Samples were discrepant. All results are in miu per ml. Samples were discrepant. All results are in miu per ml. Samples were discrepant. All results are in miu per ml. The user stated the samples were probably collected in gel tubes and the user stated the samples were probably collected in gel tubes and the user stated the samples were probably collected in gel tubes and the user stated the samples were probably collected in gel tubes and were aliquoted into 16 x 75 mm pour off tubes were aliquoted into 16 x 75 mm pour off tubes were aliquoted into 16 x 75 mm pour off tubes were aliquoted into 16 x 75 mm pour off tubes sample 1 initial result was 55.83, repeat result was less than 0.1 with sample 1 initial result was 55.83, repeat result was less than 0.1 with sample 1 initial result was 55.83, repeat result was less than 0.1 with sample 1 initial result was 55.83, repeat result was less than 0.1 with a data flag. Sample 2 initial result was 50.98, repeat result was 170.5. A data flag. Sample 2 initial result was 50.98, repeat result was 170.5. A data flag. Sample 2 initial result was 50.98, repeat result was 170.5. A data flag. Sample 2 initial result was 50.98, repeat result was 170.5. Sample 3 initial result was 64.91, repeat result on 11-18-09 was less sample 3 initial result was 64.91, repeat result on 11-18-09 was less sample 3 initial result was 64.91, repeat result on 11-18-09 was less sample 3 initial result was 64.91, repeat result on 11-18-09 was less than 0.1 with a data flag. Sample 4 initial result was 47.48, repeat than 0.1 with a data flag. Sample 4 initial result was 47.48, repeat than 0.1 with a data flag. Sample 4 initial result was 47.48, repeat than 0.1 with a data flag. Sample 4 initial result was 47.48, repeat result on 11-18-09 was less than 0.1 with a data flag. Sample 5 initial result on 11-18-09 was less than 0.1 with a data flag. Sample 5 initial result on 11-18-09 was less than 0.1 with a data flag. Sample 5 initial result on 11-18-09 was less than 0.1 with a data flag. Sample 5 initial result was 109.3, repeat result on 11-18-09 was less than 0.1 with a result was 109.3, repeat result on 11-18-09 was less than 0.1 with a result was 109.3, repeat result on 11-18-09 was less than 0.1 with a result was 109.3, repeat result on 11-18-09 was less than 0.1 with a data flag. Sample 6 initial result was 13.70, repeat result on 11-18-09 data flag. Sample 6 initial result was 13.70, repeat result on 11-18-09 data flag. Sample 6 initial result was 13.70, repeat result on 11-18-09 data flag. Sample 6 initial result was 13.70, repeat result on 11-18-09 was 157061. Sample 7 initial result was 32.62, repeat result on 11-18-09 was 157061. Sample 7 initial result was 32.62, repeat result on 11-18-09 was 157061. Sample 7 initial result was 32.62, repeat result on 11-18-09 was 157061. Sample 7 initial result was 32.62, repeat result on 11-18-09 was less than 0.1 with a data flag. Sample 8 initial result was 38.37, was less than 0.1 with a data flag. Sample 8 initial result was 38.37, was less than 0.1 with a data flag. Sample 8 initial result was 38.37, was less than 0.1 with a data flag. Sample 8 initial result was 38.37, repeat result on 11-18-09 was less than 0.1 with a data flag. Repeat result on 11-18-09 was less than 0.1 with a data flag. Repeat result on 11-18-09 was less than 0.1 with a data flag. Repeat result on 11-18-09 was less than 0.1 with a data flag. Description continued in section h10. Description continued in section h10. Description continued in section h10. Description continued in section h10.